Event description:
The pt was having an lvad placed. Upon initiating cardiopulmonary bypass the perfusionist was not able to bring the arterial pump flow higher than 4.7 lpm. He needed an arterial blood flow of 6.3 lpm. The rpms on the sorin arterial pump had achieved a maximum of 3500 rpms and the unit limits rpms at that 3500 level. The equipment did not allow the flow to the pt as needed. A similar event happened two days later with a different pt and different sorin s5 unit.